Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm initially displayed a reading of 190 mg/dl. The patient did not perform a comparison check, as they did not have a bg meter available. Shortly afterward, the patient experienced symptoms of impaired mobility and was transported to the hospital via ambulance. Upon arrival, hospital staff determined the patient¿s actual bg level was 465 mg/dl (cgm reading at that time is unknown). The patient was diagnosed with diabetic ketoacidosis (dka) and was expected to be discharged on (B)(6) 2025. However, the hospital stay was extended due to a series of heart surgeries. At the time of the follow-up call, the patient was recovering from their second heart surgery. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.